Manufacturer narrative:
The customer reported a qc2l error message during testing. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing records review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller received a "lo" message for inratio. Upon further investigation, the message was actually qc2lo. The operator who received a lo message also drew a sample and sent it out to the lab. An assumption was made the "lo" meant that the patient's inr was <0.7 and the patient's medication was adjusted according to the inratio message. Unknown medication. Later that evening the lab results were received and inr was 4.0. No additional information available.